Event description:
During a cardiopulmonary bypass procedure, it was reported that during initiation of bypass, an underspeed message was received. Max flow was around 3 liters. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.